Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported she had a replacement surgery yesterday because there was a problem. The patient did not know what the problem was, and did not know if it was a lead replacement or battery replacement but stated her doctor had to go in and fix it. The patient confirmed the revision occurred. It was unknown if patient recover completely. There was no patient symptom reported. The patient's indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.